Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller reported that the patient had a seizure 2 days after the first implant on (B)(6) and since then has been kind of downhill. Caller stated they are not sure if the seizure was caused by the dbs system or not since patient has had seizures all of their life. Caller said the patient got a brain bleed after that first seizure. Caller said the patient was moved to (B)(6) and finally got the second surgery on (B)(6) and is still waiting for calibration on (B)(6). Caller also stated the patient is delirious and they are keeping the patient highly dosed on kepra so the patient can't wake up and due to that, patient can't go into rehab. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.